Manufacturer narrative:
The mitraclip remains implanted and will not return for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device was filed under a separate medwatch report number.

Event description:
This report is being filed due to worsening heart failure and a single leaflet device attachment. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with severe functional regurgitation, long anterior and moderate/short posterior and septal leaflet lengths, dilated annulus, leaflet tethering, and calcified leaflets and annulus. Reportedly, the patient presented with a congenital defect of the valves classified as l-looped transposition of the great arteries (l-tga). The mitral valve is functionally the tricuspid valve. The xtw mitraclip advanced to the anterior septal leaflets. Five grasping attempts were performed; however, the leaflets were unable to be grasped. It was decided to then grasp the posterior-septal leaflets. The leaflets were grasped, and clip deployed without further issues reported. Another mitraclip, an nt mitraclip advanced. The clip attempted to grasp the anterior-septal leaflets, however, both leaflets could not be grasped. The posterior-septal leaflets were grasped, and clip deployed without further issues reported. Mild-moderate residual regurgitation was noted. On (B)(6) 2021, the patient presented to the emergency room with dyspnea. The patient left without being assessed. On (B)(6) 2021, the patient had been admitted to the hospital with acute heart failure and diagnosed with pneumonia and a pericardial effusion. Medications were provided as treatment. On (B)(6) 2022, another echocardiogram was performed. The tricuspid valve was observed with the two implanted mitraclips, xtw and nt. Severe residual regurgitation was noted. On (B)(6) 2022, the patient was hospitalized with heart failure. Another echocardiogram was performed during this hospitalization, showing severe regurgitation and both clips are no longer well seated. Single leaflet device attachments (slda)s are interpreted to have occurred with both clips. The patient had cardiogenic shock and was responding well to treatment with medications. On (B)(6) 2022, a left ventricular assist device (lvad), cardiovascular surgery was performed as treatment. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported off-label use (indication for use) was associated with using the mitraclip on the tricuspid valve. The cause of the reported difficult or delayed positioning (leaflet grasping) appears to be due to challenging patient anatomy (long anterior leaflet, short posterior and septal leaflets, dilated annulus, leaflet tethering, calcified leaflets and annulus, l-tga). The cause of the reported the reported heart failure/congestive heart failure (treatment with medication(s)), the reported dyspnea, and the reported pericardial effusion (medical treatment), could not be determined. The cause of the reported tricupsid valve insufficiency/ regurgitation (recurrent tr) and the reported shock, cardiogenic (treatment with medication(s)) appear to be due to the slda. The cause of the reported incomplete coaptation (postprocedure) associated with the slda appears to be due to challenging patient anatomy (long anterior leaflet, short posterior and septal leaflets, dilated annulus, leaflet tethering, calcified leaflets and annulus, l-tga) in conjunction with the off-label use of the mitraclip on the tricuspid valve. The reported patient effects of tricuspid regurgitation, heart failure, dyspnea, cardiogenic shock, and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization, surgical intervention, and medication required, were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.